Manufacturer narrative:
Device evaluation: result - a sample was not returned but a photo was available for evaluation. The customer photo shows the tip of the safety shield broken off. A review of the device history record was completed for batch 6174785. The product was manufactured at the bd (B)(4) site june-2016. All inspections were in compliance with requirements. Conclusion - in review of the customer photo, the cause of the broken safety shield is unknown.

Manufacturer narrative:
(B)(4). Device evaluation: a photo has been received but it is unknown if an actual sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety shield broke, leaving the used needle exposed. This resulted in a needle stick injury to the lab nurse.